Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alarm the customer of an elevated blood glucose (bg) level. Customer's bg was 450 mg/dl. Reportedly, customer's nanny assisted customer with a bolus to address bg as customer is (B)(6). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.